Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
When customer ran the unit, the o2 concentration suddenly increased, and the upper pressure limit alarm was generated. The failure could be reproduced. There was no pt injury.